Event description:
On (B)(6) 2010, patient reported she received an e6 (mechanical error) and noticed an abnormal noise with the piston rod while priming the infusion set. Patient stated it sounded like the piston rod was "slowing down, dying" when priming the infusion set. Patient reported the piston rod "was not running rough but seemed to be sticking as it did not seem to be moving." Attempted to reset cartridge; infusion device retracted piston rod successfully with no abnormal noise. Patient declined additional troubleshooting. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.